Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mixer assembly. Correction: replaced mixer assembly.

Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak. Selftest at start up not successful. Detailed complaint and failure description: tf231008 bei kalibration des flowsensors, o2-mixer undicht.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective mixer assembly. Correction: replaced mixer assembly. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only.  Field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: (B)(4) o2 valve leak. Selftest at start up not successful. Detailed complaint and failure description: (B)(4) bei kalibration des flowsensors, o2-mixer undicht.